Event description:
No additional information available.

Manufacturer narrative:
1. DHR review is not performed as the lot number is unknown for this complaint. 2. Retained sample analysis is not performed as the lot number is "unknown" for this complaint. 3. The customer returned one photo but did not return the defective sample. The photo shows the defective sample specification is 18g and a small amount of blood at the end of the septum. 4. Possible causes: 1)after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2)if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. Conclusion: the returned photo shows a small amount of blood seeping from the end of the isolation plug. Since the defective sample was not returned and the batch number is unknown, relevant tests could not be conducted, making it impossible to determine the root cause of the complaint defect. The factory will continue to monitor and track the trend of such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the removal of this product's needle core, blood was found on the core, contaminating the medical staff's hands.